Event description:
The account's maintenance stated the brake is not holding on the bed. He has replaced the bearings, casters and adjusted the casters but the problem remains.

Manufacturer narrative:
Repairs have not been completed.